Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the infusion sets not sticking to her skin. Customer ended up using 2-3 sets because of this issue. Customer stated that they also had a no delivery alarm when they placed the reservoir in the pump. Customer stated that the issue started about a month and a half ago. The last time it happened was 3 weeks ago. Customer was unable to troubleshoot because it was a past event. Customer will return the sets for analysis. Customer stated that she has some rashes in the spot where she was inserting the sets. Customer stated that when they pull the insertion device, the set will come off with the insertion device. Customer will monitor and call back if it happens again. Customer mentioned another past event where they had a blank display. Customer removed the battery and put the same battery back in. Customer mentioned that the display returned. Customer did not receive any alarms. No further assistance needed.